Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383552 and lot number 4050413. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero leaked at the connection. The following information was provided by the initial reporter: (B)(4) date of incident: (B)(6) 2024 the nexiva needles are consistently causing blood exposure to nurses in multiple ways. Depending on the flow back of blood sometimes we don¿t have time to ¿clamp¿ the tubing before blood gets to the very end. Once inserted, if blood was overfilled in the tubing it leaks around the luer lock and once flushed with saline or ivf the blood leaks out from the bottom of the cap. I have also had blood leak from the top portion of the cap both on insertion of ivf/sl and after removing sl. This IV product has multiple blood exposure and is a very poor design. I will be submitting another psls after getting blood on my hands after giving IV sedation and flushing with saline frm the bottom of the cap. This happens multiple cases a day, and I am not the only one who experiences this issue. Blood exposure from ivs is completely unnecessary and unsafe.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.